Event description:
It was reported that the right ventricular lead was oversensing and had a sudden impedance drop. No patient complications have been reported as a result of this event. It was further reported that the lead was explanted and returned to the manufacturer.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned and analysis found that the distal conductor had fractured and had blood/body fluid but was not obstructed. It also found that the outer tubing overlay was melted and had a cosmetic environmental stress fracture, the exposed defibrillation coil had a white substance, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism and sleeve head.

Event description:
It was reported that the right ventricular lead was oversensing and had sudden impedance drop. The follow up is in progress to investigate the status of the lead. No patient complications have been reported as a result of this event.